Manufacturer narrative:
The pump was received with normal operating currents. The pump was received with intermittent button response and button error alarm due to corroded keypad traces. There was no backlight anomaly during test noted. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states the buttons are not working. The customer's blood glucose at the time was in the low 200mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.